Manufacturer narrative:
During troubleshooting, the customer mentioned that they were using disposable water bottles and tubing. The issue was resolved by changing the tubing and water bottle. Although the product was not returned, an investigation was performed based on the provided information, and the reported failure was confirmed. Based on the investigation's results, the most probable cause of the complaint was failure to follow instructions due to customer using the wrong tubing. The instructions for use (IFU) manual states the following, " for endoscope instrument channel flushing, use only the maj-1607 instrument channel water tube with maj-1606 instrument channel adaptor, otherwise patient safety may be compromised or damage to the pump may occur." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that water was leaking out of the end of scopes when the flushing pump was connected. The issue occurred during the setup, and multiple diagnostic and therapeutic colonoscopies (tcs) and esophagogastroduodenoscopies (egds) procedures which were completed using the same equipment. There were no reports of patient harm. This event includes two reports. This report is (1) of (2). Related report number : 9611174-2024-01454.